Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had a technical failure alarm 389 - "no o2 dosing possible" prior patient use. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation:a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was able to confirm the issue and replace the o2 safety valve. All work was completed in accordance with the bellavista 1000e service manual, revision (B)(4). All extended systems test (est) and performance checks were successful. The vent is functional and fulfills OEM (original equipment manufacturer) specifications. Root cause of failure was determined due to defective safety valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.